Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to phrenic nerve stimulation. The replacement lead experienced the same issue regardless of programmed settings and as a result, the physician alleged the event was due to the patient's anatomy. The physician did not allege a malfunction against the lead. The patient was in stable condition and experienced no adverse consequences.